Manufacturer narrative:
A non-sterile orbit mini comp fill 4x10 tdl was received coiled inside of a coil dispenser inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was found zipped and no damages were noted on it. The support coil and gripper were found inside of the introducer while the embolic coil was found separated of the device. The gripper and the embolic coil were inspected under microscope. No damages were noted on the gripper while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 16007032 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil was stretched was confirmed, the cause of the stretched condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time.

Event description:
The contact from the hospital reported that after opening the package of the orbit (638mf0410/16007032) the coil was found stretched. The procedure was to embolize a 5x5.5 mm posterior communicating artery aneurysm. During the procedure the guide catheter (details unknown) and microcatheter (details unknown) accessed the target site successfully. The physician changed to a new coil (details unknown) to complete the procedure. The product was not previously opened in anticipation of use, and when not used, reshelved. It is unknown how it was stored in the lab. There was no damage to any of the packaging prior to opening the package. There was no significant clinical delay to the procedure as a result of the issue. At initial contact, the device was not available for return.

Manufacturer narrative:
The product will not be returned for analysis and the device history record will be reviewed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.